Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 59 mg/dl . The customer alleged that the pump over delivered insulin when a bolus was requested. The customer required assistance getting orange just to address bg level. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg was due to the customer requesting too much of a manual bolus. Customer continued using the pump for insulin therapy.